Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose and stated they unplugged from the ilet, after which their bg was 254 mg/dl. The user expressed concern that the ilet was not working properly; however, device reports indicated insulin delivery was occurring as intended and bg was trending downward. The user was advised to remain connected to the ilet and perform a new sensor change. No symptoms were reported and no medical intervention was required.